Event description:
It was reported by the patient that they experienced a pulsing in their kidney. The patient noted that the pulsing sensation was intermittent but very rhythmic. The patient was referred to their physician. It was further reported that the patient had a device check/in-office visit a few days later. A vector test was performed and the lv lead vectors were changed. It was noted that the patient had experienced phrenic nerve stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.